Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/09/2020. Additional h3 investigation summary: one paper lid, a detached needle and one winding former with a suture in several pieces of product code vcp358, lot ml2647 was received for analysis. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected. The barrel hole was examined under mangnification and suture was noted. The suture piece could not be dispensed since has begun with the degradation process and this caused that the needle was separate of the suture. The time of exposure of suture to the environment could not be determined and the functional test cannot be performed. Also, the foil was examined and showed multiples wrinkles and holes on bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause is suture degradation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml2647, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please clarify what is meant by ¿affected to patient¿s health¿. Doctor takes time to replace a new suture. Were there any adverse patient consequences? If yes, please describe. No information. Was the patient¿s post-operative care changed as a result of the event and prolonged surgery? No information. It was reported that 2 of the packets had ¿blood contamination¿. Were any of the devices where ¿suture threads were pulled out¿ and ¿thread is like rotting, abnormal than usual¿ used on patient¿s tissue? If yes, how many of the devices with these issues were used on the patient¿s tissue? The blood contamination due to blood stained gloves of the doctor when opening the new suture packet." Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, it was not. The patient is scheduled to re-examination. Up to now there is not any complications reported so far. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Not any information. Note: event reported in 2210968-2020-06677, 2210968-2020-06678, and 2210968-2020-06679.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle while stitching. It took the doctor more time to replace another needle. The surgery was prolonged. Another like device was used to complete the procedure with no adverse patient consequences. It was stated the thread was like rotting, abnormal than usual. The patient was reported as stable. No additional information was provided.